Event description:
Customer reported receiving a sensor error alert. The blood glucose reading was 97 mg/dl. Customer stated that he was driving at the time that the alert occurred and that the sensor had been inserted into his hip. He was advised that the sensor is only approved for use in the abdomen. He stated that it is inserted in the hip because his stomach is sensitive. He stated that he also received calibration errors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.